Manufacturer narrative:
Supplier "millar" performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor or connector. Multiple severe kinks along catheter body. The device failed temperature test - reading was 1.0mmhg, should be +/-0.5mmhg (adjusted potentiometer - temperature in spec.). The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, supplier was unable to confirm the complaint. The probable cause of the temperature test failure is connector being dropped or bumped hard enough to offset the potentiometer. No corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: 'zeroing error' indicated on the generator the next day after being implanted. The surgeon had to remove the sensor. No adverse event occurred on the patient. (During use on patient). Complaint form has indicated that another of the same product was used.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Device is under investigation.